Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedances noted on the implantable pulse generator (ipg) during the patients last device follow up about a year ago. During recent follow up, premature battery depletion was noted on the ipg as there was a "replace pacer" alert and that it was already at elective replacement indicator. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.